Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the cutting wire was broken at the coated portion and the broken section was melted and burned. Approximately coating was missing for 2.5mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. This type damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the damage of coating occurred due to contacting with metal part of the forceps elevator of the endoscope. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material."

Event description:
The doctor inserted the endoscope without pre-curving the knife wire. The knife wire was oriented in the different direction from the direction of 11 o'clock. The doctor activated the output while the knife wire was in the wrong direction. Then, the knife wire broke off. The doctor completed the process using the same spare device. As the results of the investigation, since coating was missing approximately for 2.5 mm from the broken point, missing part of the coated portion might have dropped off into the body.